Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up imaging showed the presence of narrowing within the iliac arteries. The patient underwent a prophylactic re-intervention to place two balloon expandable stents bilaterally to maintain lumenal patency. As of the date of this report, there have been no additional patient sequelae reported.